Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . PMA/510k: k113753, k112160.

Event description:
It was reported that implant at tooth site # 3 fractured. Patient presented to office during emergency exam with crown and fractured implant in hand. Radiograph of area revealed fractured implant body. Patient returning for additional appointment. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: pain.

Manufacturer narrative:
One (1) imp tm 4.1mm mtx full, 11.5mm (tmt4b11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured around the body. Implant was returned with crown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 3 (universal) and was used for approximately 5 years, and 2 months. The customer provided two (2) x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: (62825543). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (62825543) for similar complaints/event and no other complaints were identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.